Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-jan-2023. H6: investigation summary two protectors assembled onto a vial and two injectors, were provided to our quality team for investigation. Upon initial inspection, there was no visible damage or defects with any of the product. Functional testing was performed, and although there was no fluid within either vial to evaluate leakage, the expansion chamber was found to properly inflate in both samples. The injectors were disassembled for further evaluation and no obstructions with found within the device that would prevent the flow of liquid. Upon inspection of the protectors, it was found that the protectors were assembled on to the vial incorrectly. The needle of the protector punctured the vial stopper off center, puncturing part of the metal ring that grips the vial stopper. A device history review was performed for protector lot 2205101 and injector lot lot 2203007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained protectors and injectors of the same lot were used for additional testing. Functional testing was performed, connecting the protector samples to a vial, injector, and syringe per the instructions for use provided with the product. In all cases liquid was able to be drawn from the vial without issue, no leakage occurred, and the product functioned as intended. Based on our quality team's investigation and sample evaluation, it was determined this incident was due to the protectors being improperly assembled, causing the leakage as well as preventing the product from properly drawing the liquid from the vial.

Event description:
It was reported that oncotice leaked from the between the bd phaseal¿ protector (p14) and vial after being reconstituted. The following information was provided by the initial reporter: "oncotice leaked from vial after reconstitution - phaseal p14 protector placed on vial - 45ml of saline was drawn into 50ml syringe from saline bag using blunt tip needle - needle was discarded and phaseal injector was placed on 50ml syringe - 50ml syringe with injector was engaged with protector and vial - 2-3ml of saline pushed into vial - drug was gently swirled - vial was inverted to be aspirated - drug started leaking from the vial (at the protector and vial connection)".

Event description:
It was reported that oncotice leaked from the between the bd phaseal¿ protector (p14) and vial after being reconstituted. The following information was provided by the initial reporter: "oncotice leaked from vial after reconstitution. Phaseal p14 protector placed on vial. 45ml of saline was drawn into 50ml syringe from saline bag using blunt tip needle. Needle was discarded and phaseal injector was placed on 50ml syringe. 50ml syringe with injector was engaged with protector and vial. 2-3ml of saline pushed into vial. Drug was gently swirled . Vial was inverted to be aspirated. Drug started leaking from the vial (at the protector and vial connection)."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.